Manufacturer narrative:
Product code: unk (esubmitter software does not allow for a blank or 'unk' entry). (B)(4).

Event description:
(B)(6) complaint: the reporter indicated that "a pressure issue the day/night of surgery and into the next day" was observed. Acute angular closure glaucoma was diagnosed. Reportedly, "pressure thing was one time." Vision lose, throwing up, terrible headache (throbbing/pulsing feeling) was observed. Drops to prevent pressure rising and more oral medication was prescribed. "They determined that my pis were plugged in one eye, and they had to add an additional iridotomy. Relief started to happen shortly after. So no ongoing problem," lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.